Event description:
It was reported that during an implant attempt, the helix came out quickly and under fluoroscopy it was not clear if the helix was completely extended. The helix was retracted and then would not re-extend. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and analyzed. The helix/lobe was distorted/bent. The distal conductor had blood/body fluid (not obstructed). There was blood in/on the helix mechanism. There was apparent damage at implant.